Event description:
Allegedly, primary surgery was performed at (B)(6) 2019. The surgeon found a dissociation after surgery. The surgeon performed revision surgery on january 11, 2019. The cup, head and neck will be returned.

Manufacturer narrative:
The products were returned for evaluation. This complaint is confirmed. There were no trends identified. This issue will continue to be monitored through complaint tracking.

Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was performed at (B)(6) 2019. The surgeon found a dissociation after surgery. The surgeon performed revision surgery on (B)(6) 2019. The cup, head and neck will be returned.